Event description:
Customer's mother called to report that the insulin pump is not delivering insulin. Customer's blood glucose reading is 160 mg/dl. Customer is not responding to insulin delivery. During troubleshooting, all programming is correct. Displacement test passed. Caller requested a replacement, the device will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.